Manufacturer narrative:
Device not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2018 in a patient with a very narrowed aortic root and high ventricular hypertrophy. Preoperative CT measurements indicated the use of a perceval size 21; however, post-operative echo showed leakage, high gradient, and stent deformation. Reintervention was performed on (B)(6) 2018, in which balloon dilation was performed. After three attempts with balloon diameters of 20, 21, and 23, the valve was successfully re-expanded. The physician reported that the patient was probably not suitable for the perceval valve due to high subvalvular stenosis.

Manufacturer narrative:
Information in b1 and h1 updated to reflect possible device malfunction.the manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.based on the documents review, no problem was detected on the device. Since the device was not returned to the manufacturer, no further investigation could be performed and root cause cannot be determined.

Manufacturer narrative:
The physician reported that the perceval valve was likely not suitable for the patient due to high subvalvular stenosis. Based on this information, the event can reasonably be attributed to the patient's specific anatomy.